Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a restenosed narrow lesion with no calcification in the distal brachial artery. An armada 35 pta catheter was advanced to the lesion; however, the balloon ruptured at 15 atmospheres (atm) during the second inflation. The gauge had loss of pressure and contrast escaping the balloon was seen under fluoroscopy. The device was removed without any issues noted. Another armada 35 was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.